Event description:
It was reported by the affiliate that during a total gastrectomy procedure, the staples were unformed at distal part of staple line. Additional suturing was performed. No patient consequence.